Event description:
It was reported that upon opening three of four dressing packages, there was red adhesive tape was stuck to the dressing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 05, 2015.